Event description:
During evaluation of a returned spectrum infusion pump, the device keypad malfunctioned. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device keypad malfunctioned. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be a failed keypad which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.